Manufacturer narrative:
Eval: we are anticipating the return of the event sample involved in this report. Upon receipt of the sample, and the completed investigation, a follow-up report will be submitted.